Event description:
The clinic reported that a laser vision correction patient presented at about one week following a laser vision enhancement treatment with an epithelial ingrowth in the right eye. The surgeon lifted the corneal flap and irrigated. The clinic reported that there was no loss of best corrected visual acuity.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted.   Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented at about two weeks following a laser vision enhancement treatment with an epithelial ingrowth in the right eye. The surgeon lifted the corneal flap and irrigated. The clinic reported that there was no loss of best corrected visual acuity.

Manufacturer narrative:
The clinic reported that a laser vision correction patient presented at about two weeks following a laser vision enhancement treatment with an epithelial ingrowth in the right eye. The surgeon lifted the corneal flap and irrigated. The clinic reported that there was no loss of best corrected visual acuity. Placeholder.